Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) with shortness of breath. The right atrial (ra) lead was found to have dislodged into the right ventricle (rv), confirmed by x-ray. Pacing from the ra lead was causing ventricular capture. The ra lead was programmed off and remains in the patient pending lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.